Event description:
Reporter alleged glucose measured 294 mg/dl which was 5 hours after eating 3 slices of pizza. It was stated customer took 8 units of insulin and ate dinner 20 minutes afterwards as a result. Customer stated 2 hours later feeling low glucose symptoms and glucose measured 39 mg/dl. Customer indicated the next day customer had a light lunch and at 5:30 pm, glucose was 274 mg/dl back to back with a result of 83 mg/dl tested one minute apart, so customer took normal 4 units of insulin and had dinner right afterwards. Reportedly, four hours later, customer tested 110 mg/dl without any symptoms. No other actions were taken or treatment resulted was reported. A request was made for the return of the suspect device and replacement product was sent.